Event description:
A pt was on a pca pump and found unresponsive. They were on a dilaudid pca set at 0.5 mg on demand. This pt was on the ortho floor for a total knee replacement. Facility is reporting this device but does not believe it caused the adverse event.